Event description:
It was reported that the unit was sent for repair for an unknown issue. It was not noted if the issue occurred during a procedure. No patient consequence reported. No additional info is available.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require: overhousing replaced, rotational cable replaced, electrical cable replaced, translational cable replaced, and calibration. After servicing the unit passed qa functional testing. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.